Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment procedure was being performed when the issue occurred and was completed as planned since the problem occurred with the control room monitor, not with the monitor in the examination room. The philips field service engineer (fse) visited system onsite and confirmed that the monitor was not working properly. Upon troubleshooting, the fse found that the poor connection in cable minidp to dvi tx. The fse confirmed that the cause of the issue was cable minidp to dvi tx. To resolve the issue, the fse replaced the cable, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned, since the affected monitor was located in the control room, no problem occurred in the examination room. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the monitor was not working properly which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.